Event description:
Brain fog, joint pain, (B)(6); have had mentor silicone breast implants. Ongoing issue. Became severely worse in (B)(6) 2018. (B)(6) 2020 confirmed rupture. FDA safety report ID# (B)(4).